Manufacturer narrative:
The returned sensors were evaluated. One (1) sensor passed visual inspection with no damage observed. Eeprom content verification did not identify any issues. The sensor failed continuity tests due to an open connection on the red and orange conductors at the sensor end. When the sensor was connected to a masimo monitoring device, the device was able to generate a "replace sensor" error message. The customer complaint was duplicated. Initial reporter zip code exceeded the maximum number of allowable digits, the zip code is as follows: (B)(6).

Event description:
The customer reported fifteen m-lncs y-I sensors, some occur sensor off some occur replace sensor, some spo2 and bpm are very low, all the issues are intermittent, the customer couldn't match the issue with the corresponding sensor. No patient incident or consequences were reported.